Event description:
It was reported prior to a device change out procedure, the atrial lead exhibited low pacing impedance. The atrial lead was capped and replaced with a new lead on (B)(6) 2024. The patient had no consequences.